Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 along with concurrent posterior repair, abdominal sacrocolpopexy, abdominal enterocele repair, bso and cystoscopy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh and bard pelvicol acellular collagen matrix were implanted into the patient. It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and ams intexen were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat recurrent grade 4 posterior vaginal wall defect and recurrent grade 2 apical vaginal wall defect. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, fistula, dyspareunia, vaginal discharge and odor. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.